Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-apr-2024.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The zfv6-125-5-4.0 device of lot number c1750347 involved in this complaint was not returned for evaluation. An image was returned showing the outer sheath separated below the white connector cap. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: it should be noted that the instructions for use (ifu0058) states the following: ¿straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position.¿ there is evidence to suggest the user did not follow the IFU. From the additional questions answered, it is known that the delivery system was pushed during deployment. Image review: an image was not returned for evaluation root cause analysis: a definitive root cause of the user not reading or following the instructions for use has been determined. The user has not complied with the requirements of ifu0058 where as mentioned previously, it states to¿ straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position.¿ it is known from the additional information that that the delivery system was pushed during deployment. As per engineering input, pushing the delivery system forward during deployment could lead to disconnection between the handle and the delivery system catheter. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony summary of investigation: according to the additional information received, it is known that the delivery system was pushed during deployment. The IFU instructs to keep the handle in a stable position. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Engineering input received 16-oct-2023: user error identified (physician pulls handle while pushing hub forward), therefore, the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. As per (B)(6) 2023. The device was prepared for insertion into the patient. The physician positioned the radiopaque marks in the desired area and, when he went to release the stent, there was a disconnection between the handle and the delivery system catheter, with no release of the stent. The system was removed and replaced with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? Yes - the only image available was sent in the first email. 2. At what stage of the procedure did the complaint occur? Stent placement 3. Details of access sheath used (name, fr size, length)? Sheath balkin, 6f, 40 cm 4. What was the target location for the stent? Superficial femoral artery (sfa). 5. Was the product inspected for kinks or damage before use? Yes. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 8. Was pre-dilation performed ahead of placement of the stent? Yes. 9. Was post-dilation performed after the placement of the stent? No - doctor . Chose not to post-dilation. I emphasize that the problem occurred when was going to release the stent. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Guide roadrunner; 0.035x260. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Calcified. 12. Was resistance encountered when advancing the wire guide to the target location? Yes. 13. Was resistance encountered when advancing the delivery system to the target location? No. 14. How did the physician deal with this resistance? Used cxi support catheter (resistance in the passage of the guide) 15. Was the approach ipsilateral or contralateral? Contralateral 16. If contralateral, was the bifurcation angle steep? No. 17. Did the tip of the delivery system cross the target location? Yes. 18. Was the delivery system tracked around a tight angle in the patient anatomy? No. 19. Was the delivery system damaged/kinked/twisted during deployment? Yes. 20. Was the handle pulled towards the hub during deployment? Yes. 21. Was the delivery system pushed during deployment? Yes. 22. Was the stent deployed smoothly / without resistance? No - the stent wasn't deployed. 23. If no, please detail any difficulty experienced during deployment: doctor tried to make pull-back movement for release and found resistance. 24. What artery was the stent placed in? Sfa. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. 26. Did the patient have any pre-existing conditions? Yes . 27. If yes, please specify: diabetes/peripheral vascular disease 28. Did the patient require any additional procedures as a result of this event? Yes 29. What intervention (if any) was required? It was only necessary to open another stent. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. Please specify if yes.

Event description:
Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to update the failure mode from "use error situation: physician pulls handle while pushing hub forward" to "use error situation: physician pushes handle forward during deployment." And make updates to IFU sections of the investigation summary.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to update the failure mode from "use error situation: physician pulls handle while pushing hub forward" to " use error situation: physician pushes handle forward during deployment." And make updates to IFU sections of the investigation summary. Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The zfv6-125-5-4.0 device of lot number c1750347 involved in this complaint was not returned for evaluation. An image was returned showing the outer sheath separated below the white connector cap. With the information provided, a document-based investigation was conducted. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label it should be noted that the instructions for use (ifu0058) states the following: ¿hold the hub end stationary. The stent will be deployed as you pull the handle (a) toward the hub (b).¿ there is evidence to suggest the user did not follow the IFU. From the additional questions answered, it is known that the delivery system was pushed during deployment. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of the user not reading or following the instructions for use has been determined. The user has not complied with the requirements of ifu0058 where as mentioned previously, it states to ¿hold the hub end stationary¿. It is known from the additional information that that the delivery system was pushed during deployment. As per engineering input, pushing the delivery system forward during deployment could lead to disconnection between the handle and the delivery system catheter. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the additional information received, it is known that the delivery system was pushed during deployment. The IFU instructs to keep the handle in a stable position. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU.